Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07108. It was reported that recapture difficulties occurred and the tip of the device was torn. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a 30mm watchman ® laa closure device & delivery system (wds) was advanced and deployed. The watchman ® laa closure device did not meet release criteria and was to be fully recaptured. However, the physician felt obvious resistance when he attempted to recapture the closure device into the was. He forced harder and the closure device was able to be fully recaptured, but the anchors of the closure device tore the tip of the was. The procedure was completed with another was and a different size wds. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access system (was) with dilator in the access system sheath. Blood was on the device as received. A kink was found 23.2cm from the strain relief and the tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported tip damage was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Same case as MDR ID: 2134265-2016-07108 it was reported that recapture difficulties occurred and the tip of the device was torn. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a 30mm watchman ® laa closure device and delivery system (wds) was advanced and deployed. The watchman ® laa closure device did not meet release criteria and was to be fully recaptured. However, the physician felt obvious resistance when he attempted to recapture the closure device into the was. He forced harder and the closure device was able to be fully recaptured, but the anchors of the closure device tore the tip of the was. The procedure was completed with another was and a different size wds. There were no patient complications reported and the patient status was stable4 .

Event description:
Same case as MDR ID: 2134265-2016-07108. It was reported that recapture difficulties occurred and the tip of the device was torn. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a 30mm watchman ® laa closure device & delivery system (wds) was advanced and deployed. The watchman ® laa closure device did not meet release criteria and was to be fully recaptured. However, the physician felt obvious resistance when he attempted to recapture the closure device into the was. He forced harder and the closure device was able to be fully recaptured, but the anchors of the closure device tore the tip of the was. The procedure was completed with another was and a different size wds. There were no patient complications reported and the patient status was stable.